Manufacturer narrative:
Parts are on order to complete the repair.

Event description:
It was reported via repair work order that there was an electrical fire at the bed's outlet. Upon evaluation, it was found that the outlet had been pulled out of the bed litter. The reported electrical fire was not confirmed. It was further reported that a staff member was shocked while cleaning the bed. The severity of the alleged shock was not specified.

Manufacturer narrative:
It was confirmed with the account that there was no injury related to this alleged event. The unit was repaired and returned to service.

Event description:
It was reported via repair work order that there was an electrical fire at the bed's outlet. Upon evaluation, it was found that the outlet had been pulled out of the bed litter. The reported electrical fire was not confirmed. It was further reported that a staff member was shocked while cleaning the bed. The severity of the alleged shock was not specified.